Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. The errors were found upon reviewing the error logs. However, failure analysis could not reproduce the reported error when the iesu was tested on an in-house system. The iesu energized and cauterized normally, and all ports could recognize the instruments.

Manufacturer narrative:
Based on the claim against the product by the customer noting error c-38 on vio dv integrated electrosurgical unit (iesu), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to verify repeated error c-38 upon reviewing the logs. The fse replaced vio dv iesu. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint; however, evaluation/investigation has not been completed. Although the complaint regarding reported issue was not confirmed by failure analysis since the investigation was not completed, the information gathered indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the site had error c-38 occurred on vio dv integrated electrosurgical unit (iesu). The customer power cycled vio dv iesu, but the issue persisted. The third-party generator was used to continue the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system and vio dv iesu was turned on without any errors. The customer was not able to continue to use vio dv iesu during the procedure after the error occurred. The customer used a third-party generator to resolve the issue.